Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. 788028) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion with hydrothermal endometrial ablation". The patient's medical history included menorrhagia. Concurrent conditions included chronic cervicitis, uterine fibroid, follicular cyst of ovary, paratubal cyst, menometrorrhagia, uterine bleeding and dyspareunia. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("menometrorrhagia"), uterine haemorrhage ("abnormal uterine bleeding") and dyspareunia ("dyspareunia") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (da vinci robotic-assisted hysterectomy with bilateral salpingooophorectomy,colpopexy and fulguration). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menometrorrhagia, uterine haemorrhage, dyspareunia and uterine leiomyoma outcome was unknown. The reporter considered dyspareunia, menometrorrhagia, pelvic pain, uterine haemorrhage and uterine leiomyoma to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: chronic pelvic pain and medical device monitoring error most recent follow-up information incorporated above includes: on (B)(6) 2020: fu1 and fu2 processed together. Medical record received. Reporter added. Essure lot number and expiration date were added. Patient's date of birth, concomitant condition and medical history added. Event removal is replaced with chronic pelvic pain. New events - essure insertion with hydrothermal endometrial ablation, menometrorrhagia, abnormal uterine bleeding, dyspareunia, uterine fibroids were added from medical record. Surgery details were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted. In 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.